Event description:
The customer contacted stryker to report that their device keypad is not working. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Additional info: stryker product assessment center (pac) confirmed the small keypad was damaged and does not affect therapy button features on main keypad. Correction: the initial MDR report with FDA reference# 0003015876-2025-02115 and stryker reference# (B)(4) submitted on 10/09/2025, is not reportable. The small keypad was damaged, however, there is no evidence that a malfunction of critical functions on the device occurred.

Event description:
The customer contacted stryker to report that their device keypad is not working. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.